Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The location of the leak could not be determined. No report of patient involvement.

Event description:
The hospital reported a leak in excess of 4.5 lpm which could cause a loss of mechanical ventilation. There was no report of patient involvement.